Event description:
During endoscopic examination, a ventricular tachycardia occurred. Since the device did not deliver therapy, external shocks were applied, without success. Review of the corresponding episode stored in device memory indicated the shock was not delivered because of classification of the above described arrythmia. An explanation is requested.

Manufacturer narrative:
Date (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.